Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. Upon investigation the monitor failed incoming functional testing. The cause for the failure was that the c19 capacitor on the defib board had a broken solder connection. The root cause for the broken solder connection could not be positively identified. No adverse event resulted from the defective equipment.

Event description:
During the investigation of a patient's monitor for an unrelated reason, a reportable malfunction was found.